Manufacturer narrative:
The previous report stated that the date received by manufacturer was may 4, 2015. It has been updated to jun 4, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) that during routine maintenance/testing, it was observed that the internal lock on the attachment device had a ¿functionality failure¿. During in-house engineering evaluation, it was observed that the back end of the device locked up. The event was not related to surgery. There were no delays to a planned surgical procedure. A spare device was not available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the back end of the device locked up and the pretest could not be completed. The assignable root cause was determined to be due to worn out and damaged gears due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.